Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 32-year-old female patient who experienced multiple complications during impella cp support as a bridge to transplant. After one day of support, the patient lost doppler signal in their right leg. The pump was explanted in response to the ischemia, however a doppler signal was still unobtainable in the extremity. Upon further examination, the patient was found to have a right iliac dissection and thrombus in her right femoral artery. The iliac was stented and a thrombectomy was performed to treat the thrombus.

Manufacturer narrative:
The investigation of limb ischemia, vascular damage - peripheral vessel, and thrombus has been completed. The device was returned for investigation. The device was inserted via fight femoral access without issue. One day on support, the patient lost doppler signals to the lower leg on the implant side. Lack of doppler signals continued post explant, with the patient having right iliac dissection and thrombus in the right femoral artery. The pump was returned. Inspection of the returned pump showed no abnormalities. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. While on support, the patient was had right iliac dissection and thrombus in the right femoral artery. The pump was returned. Inspection of the returned pump showed no abnormalities. The cause of the vascular damage - peripheral vessel was not determined due to lack of clinical information. While on support, the patient had right iliac dissection and thrombus in right femoral artery. The pump was returned. Inspection of the returned pump showed no abnormalities and no biomaterial around impeller. As the necessary information was not provided, the root cause of the thrombus was not determined. As noted in the impella instructions for use: impella cp with smart assist system section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." D.9 revised date device returned to the manufacturer was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26505. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26505 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 added reporting contact facility name and fax number as they were inadvertently omitted on the initial manufacturer device report number 1220648-2025-26505. H.3 selection was entered incorrectly as the device had been returned at the time of the initial manufacturer device report 1220648-2025-26505 was submitted. H.6 code 4114 was reported incorrectly on the initial manufacturer device report number 1220648-2025-26505. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures. Additional manufacturer narrative on the previously submitted report stated that the device was not returned but the device was returned. H.10 some of the instructions for use were inadvertently omitted from the previously submitted manufacturer device report number 1220648-2025-26505 and were added.